Manufacturer narrative:
12/22/97-supplemental report #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The broken catheter has not been removed from the pt at this time.